Event description:
The deltaplush coil got stuck in the sl-10 microcatheter, but was removed from the microcatheter without loss of target position. Product analysis revealed that the coil was damaged. There was no serious injury or required intervention as a result of the event.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis; however, the sl-10 microcatheter was not returned. A copious amount of contrast-like material was found in and outside the sheath surrounding the coil and distal tip of the device positioning unit (dpu). As viewed through the sheath, proximal coil damage was found. This damaged coil section began at the tenth secondary winding off the ball tip. The coil was buckled and then was stretched proximally from the buckled section. The evidence suggests that distal interference inside the microcatheter contributed to the coil becoming stick. It is unknown if the coil damage occurred during the procedure or during post-procedural handling. It cannot be determined to what extent; if any that the copious amount of contrast-like material found on and inside the unit contributed to the coil becoming stuck. Therefore; the exact source of the interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. Since there was no evidence of a manufacturing issue related to the complaint, no corrective action was taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.